Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported that the department inserted catheter into the patient. No abnormalities were detected during the pre-filling of the catheter in the preparation phase. The entire insertion process proceeded smoothly. After connecting the connector, blood was successfully drawn back. In the afternoon, after the patient completed the fluid flush, fluid was observed under the protective film. Upon removing the film, leakage was found near the pressure-relief sleeve. The catheter was withdrawn 4 cm, trimmed, and continued to be used by the patient. The catheter is scheduled to be removed upon completion of the expected treatment.